Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer device was previously returned to pentax medical from a customer on 04/feb/2019. Inspection of the device was performed on 05/feb/2019 where the quality control inspector found the following: insertion tube buckles at stage 1, pve electrical pin broken, insertion tube severe crush at stage 1, distal body chip at channel opening at thinnest part, umbilical cable buckle at control body side, umbilical cable buckle at umbilical connector side, lightguide prong cover glass set loose, wet leak test not performed unit compromised, failed dry leak test, primary operation channel resistance, customer complaint confirmed, suction arm loose, # 1 remote control button cover cracked, biopsy inlet piece missing, fluid invasion not observed in control body, sn (B)(4) not applied, pve electrical connector frame mild corrosion, hole in # 4 remote control button cover, umbilical cable trim collar worn. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to the user upon completion. Parts replaced: bending rubber, distal end assy with tube, light guide fiber bundle (lcb), insertion flexible tube w/segment, biopsy inlet piece, lg trim collar, light guide cable, remote control button(1)pb_free, r.c. Button (4) pb-free, o-rings and seals, insertion/s-nipple attaching screw, o-ring (1.25x3.5), suction connection tube, o-ring (1.2x3.5).